Manufacturer narrative:
The device involved in the reported incident is not expected to be received for eval. An investigation has been initiated based upon the reported info.

Event description:
A mayfield ultra base unit was reported to have the following problems: all systems were looking older than they should; all surfaces of the devices are severely worn; and there are rusty parts. The unit was in contact with a pt and the surgery was delayed however the length of the delay was not provided. Additional info was requested.